Event description:
It was reported that the patient had a non-device related surgical procedure. Upon post op check, the interrogation the pulse generator exhibited back up vvi. The device was unresponsive to magnet. The device was explanted and replaced on (B)(6) 2013.